Event description:
Distribution received info that after the implant of an ICD, the pt received inappropriate shocks and the two leads were found to be causing the oversensing that caused the shocks. The entire lead system was capped. The leads were replaced with an endocardial lead and the ICD was replaced.